Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had completely failed. A field service engineer (fse) removed the drawer from the auxiliary chassis, inspected the rear components, and reset all cable connections. After inspecting the rear of the drawer, the fse reinstalled the drawer in the auxiliary chassis and released it manually. The fse tested each row board cable connection to the various row boards to confirm good connectivity, pulled the side cover off to visually inspected the row board cable for physical damage, and found none. The side cover was then reinstalled, and the pixie bus cable was reconnected. The station was restarted, and escort logged in to verify that the previously failed pockets were detected on the bus and functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed completely. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.